Manufacturer narrative:
The medwatch for suspect device in coaguchek system 2. Ref medwatches with a1 pt for suspect device in coaguchek system 3, for suspect device in coaguchek system 1.

Event description:
Caller states the pt tested 4.0 inr on coagucheck system 1 3.4 inr on coaguchek system 2 and 2.8 inr on coaguchek 3 during duplicate testing. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.